Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Date of this report - correction - the initial MDR was reported as dec 13, 2018. In this case, the date was incorrect on the initial MDR. A correction would be made for the date and the information should be entered on the follow-up report as: jan 09, 2019 .

Event description:
Subsequent to the initial MDR, a correction is required.